Manufacturer narrative:
Date of event: exact date unknown, event occurred at least a year ago. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 21210358/21346854. Sc-1200 sn (B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was no longer helping with pain and the patient underwent a procedure wherein the ipg and percutaneous leads were explanted.